Manufacturer narrative:
Investigation is completed to date. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and both coronary sinus leads (the active 4047/(B)(4) and the 4047/(B)(4) which was previously abandoned) were reported to be explanted due to a patient infection. No further adverse patient effects were reported. A request was made for product return.